Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in inappropriate shocks. It was noted that there were episodes of ventricular fibrillation detection and inhibition of therapy. No further information was reported.

Manufacturer narrative:
Correction: manufacturing report 2017865-2018-11949, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.